Event description:
It was reported that the modular cable was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section d4: lot number provided in initial report is not applicable. Device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of driveline power a faults was confirmed through the evaluation of the submitted log files. Evaluation of the returned modular cable revealed fluid ingress in the inline connector. A heartmate (hm) 3 modular cable was returned in like new condition. The outer jacket was unremarkable. No signs of damage (cuts, holes, tears, etc.) Were observed. The controller connector bend relief and the inline connector bend relief were unremarkable. The controller connector pins were unremarkable. The inline connector pins had residue that appeared consistent with fluid ingress. The pins of the inline connector were cleaned. The returned modular cable was tested to evaluate the integrity of its wires. The modular cable passed testing without issue. The modular cable was connected and functionally tested with a test hm 3 system controller in the labs at abbott. The modular cable was able to operate a pump with no alarms active despite manipulation of the cable. The modular cable functioned as intended. Four sets of log files were submitted by the account for review. The first set was submitted after the original controller and modular cable were exchanged. This log file revealed no notable alarms and showed the pump operating as intended after the exchange on (B)(6) 2023. The second set of log files revealed that the driveline power faults associated with power a broken returned on (B)(6) 2023. Due to these faults, it was suggested that the controller be upgraded to the 1.7.0 controller. On (B)(6) 2023 the controller upgrade was performed, and no further alarms were observed in the third set of log files. The fourth set of log files revealed that while the patient was at home on (B)(6) 2023, driveline power faults associated with power a broken alarms returned. The return of the driveline power faults prompted the account to clean the female side of the inline connector with 99% alcohol and to exchange the second modular cable. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No lot number for the returned modular cable was provided by the account. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the hm 3 lvas patient handbook, rev. D are currently available. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot system alarms including driveline fault alarm conditions, and the actions to take if the alarms cannot be resolved. Section 8 of the IFU entitled ¿equipment storage and care¿ and section 6 of the patient handbook entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the female side of the driveline connector was cleaned with 99% alcohol.